Manufacturer narrative:
No device was returned for evaluation, and no photographs were provided. The contract manufacturer conducted a review of the manufacturing records for the lot number reported. The investigation revealed the device was manufactured, assembled, and inspected according to specification with no non-conformances or abnormalities. The manufacture process includes a 100% guidewire test in which a guidewire is inserted into the lumen tip. The guidewire must then pass through the entire length of the lumen, hub, extensions, and exit luers. No failures were found during the testing of this lot. Without an evaluation of the device the complaint cannot be confirmed, and a root cause cannot be determined. The instructions for use (IFU) contains the following warnings and precautions: if difficulty and/or bunching of the catheter lumen are experienced while removing the stylet, additional flushing of the catheter may be helpful. The catheter may need to be repositioned to allow for removal of the stylet. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Our investigation is ongoing. A follow up report will be submitted when the investigation is complete. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
After catheter insertion and tip location successful, flushing successful, difficulty was observed in removing the internal stylet, resulting breakage of the catheter at the connection point with the fixation system. The device was then removed and replaced, with blooding and hematoma.